Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The infusion set was in use for few hours. The insertion site was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.